Event description:
It was reported per field service report: pump was on patient. Symptom - reported powered down while on patient (no alarms, just not pumping). Turned back on worked (per tag on pump). Findings/actions taken: checked all connections and power switch. Could not duplicate in ac or dc. Passed all tests including "shake and tap." Took apart display head, no lose cables or screws. Passed functional test including electrical safety check. Returned pump back into service.

Manufacturer narrative:
(B)(4). Device will not be returned for evaluation.